Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator went vent inop due to a watchdog test failure. The customer reported the device was in use on pt, but there was no pt harm.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator went vent inop due to a watchdog test failure. The customer reported the device was in use on patient, but there was no patient harm.